Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per end user the railing is not properly secured to the bracket. End user states he uses the bed rail to get out of bed. I educated the consumer that they are not made to support any weight. He needs a trapeze. End user states that he will use the replacement ones in the same manner. He said he does not wish to have a trapeze.